Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to communicate with the boston scientific programmer. Technical services (ts) was consulted, and it was noted that the patient was actively in a ventricular tachycardia (vt). This device remains in service. No adverse patient effects were reported.